Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. No reported adverse impact to the customer's blood glucose. The customer received a replacement charging cable and wall charger to resolve the issue.